Event description:
It was reported that during right shoulder arcr utilizing a brand-new super turbovac, the handle became unusually hot. No error occurred. The surgery was completed with another brand-new wand. The suction tube was not connected to a suction equipment. There was no delay or patient injuries reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There is no relationship between the device and the reported event as the wand did not exhibit an elevated temperature. Visual inspection under magnification shows moderate electrode wear with a significant amount of discoloration present on the cap and electrodes. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and the ablate and coag performed as intended. A hand held temperature device was used to measure the handle temperature and registered 83 degrees fahrenheit and was cool to the touch. The suction line was tested and saline flowed through-out the line without hesitation; therefore, performed as intended. Functional testing confirmed that the wands handle did not exceed 83 degrees fahrenheit and was cool to the touch; therefore, the complaint could not be verified and a root cause could not be determined with confidence. A factor that could have led to the handle overheating includes: the customer not having the suction line properly connected as stated in the complaint; therefore, causing the warm saline to run down to the handle. There are no indications that would suggest the wand did not meet product specifications upon release into distribution.